Event description:
It was reported in a literature abstract that a total of 33 patients underwent balloon kyphoplaty procedures (bkps) over the course of an 18 month period to treat osteoporotic thoracolumbar compression fractures. Inclusion criteria for study participants were "compression fractures which failed at least 8 weeks of conservative treatment after the onset of low back pain, and in addition, vertebral instability was observed on lateral x-rays in the standing and supine positions or signal changes in the vertebral body were confirmed on MRI." According to the report, the mean follow-up period was 11.1 months and the most frequently affected level (segment) was the thoracolumbar transition, t11 to l1, which accounted for 76% (29 out of 38 total vertebrae). It was reported that "when the incidence of asymptomatic cement leakage from the vertebra was included, the incidence of operative complications was 15% with bkp." No further information was reported. The type of cement used was not specified in the abstract.

Manufacturer narrative:
Literature citation: toshiyuki takahashi, junya hanakita, mizuki watanabe, taigo kawaoka, takashi tominaga, makoto nishida, kyohei horikawa. "Clinical results of balloon kyphoplasty and its problems". Pt age: mean age at surgery: 77.2 years. Pt sex: 24 women; 9 men. Event date is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.